Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had volume leftover when infusion is expected to be completed. Clinicians would have to return up to 3 times to input more volume to ensure the infusion completes. The product issue was observed by bd associate during site visit. There was patient involvement but impact is unknown. No further information is available and no devices will be returned to bd.